Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the tim20 clips were locking and inoperative. The surgeon manually closed the wound to complete the case. The case was extended 15 minutes due to the failure of the device.